Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, the reported phenomenon such as the scope communication error b30 was not duplicated. In addition, there was no abnormality in visual inspection and operation check. The exact cause of the reported phenomenon could not be conclusively determined, but there was the possibility that the reported phenomenon was attributed to the temporary contact failure of the electrical contacts of the video connector socket due to the adhesion of chemicals or foreign material. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was returned to omsc for evaluation. The exact cause of the reported event has been under investigation and could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that the scope communication error b30 occurred on the subject devise at an unspecified timing. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.